Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: during investigation, the pump was unable to power on, duplicating the power issue. The pump black box was unable to be downloaded. There was moisture damage observed in the battery compartment and the battery compartment was cracked. A leak test revealed a leak in the battery compartment. Further testing was unable to be completed due to no power to the pump. The pump¿s cover was removed and moisture damage was observed to the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.